Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. A 2.5x10 mm crosssail balloon was used to pre dilate the severely calcified distal lesion, which was located on a bend in the severely tortuous left anterior descending (lad) artery. A taxus express2 3.0x16 mm drug eluting stent was fully deployed and the balloon was completely deflated. When the stent delivery system was pulled back, the balloon hesitated inside the stent. The delivery balloon was reinflated, deflated slowly and attempted to be pulled back, but the balloon was reinflated, deflated slowly and attempted to be pulled back, but the balloon hesitated. Again the delivery balloon was reinflated, this time to 8 atms,and deflated slowly. The physician went neutral and pushed the balloon and the 6 fr guide catheter in, which allowed the balloon to be removed. There were no pt complications reported and the stent remained in good position.